Event description:
The recipient reportedly experienced chronic otitis media and a cholesteatoma. The recipient's device was explanted. The recipient will not be reimplanted at this time. The recipient is doing well and being monitored.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.